Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements greater than 2,000 ohms on the right atrial (ra) lead. Recent ra lead measurements in unipolar were 5.7 mv, 2066 ohms, and 0.5v. Recent bipolar ra lead measurements were 7.7 mv, 2122 ohms, and 0.5v. Review of ra pace impedance trends showed a gradual rise in measurements over the last year from 1237 ohms to 2067 ohms. There was no evidence of noise prior to the lss, however myopotential noise with oversensing was observed post-lss. There was greater than two seconds of noise, but the patient's intrinsic rhythm was observed throughout. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. The field representative planned to keep the ra lead programmed to a split configuration of unipolar pacing and bipolar sensing. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.